Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observations of no pacing output and premature battery depletion. The device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected due to a high current condition. The mixed mode integrated circuit (mmic) was visualized with an infrared camera, with no anomalies found. However, abnormally low voltages were noted on some power supplies. When connected to an external power source, the device passed all tests and operated normally and the current drain was normal. Although the clinical observations were caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely. It should be noted that boston scientific issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit a high internal cell impedance within the battery; however, this device did not exhibit the advisory behavior as the battery's internal impedance was normal.

Event description:
It was reported that an out-of-range telemetry/noise message was observed when trying to interrogate this device. Extensive troubleshooting was performed without success and magnet application did not elicit a response. Rates below the programmed lower rate limit were noted and the patient's sinus rhythm was bradycardic. Remaining longevity of 3.5 years was noted 17 months ago. A boston scientific technical services consultant informed the caller that the device may no longer be functional and should be replaced. No adverse patient effects were reported. Additional information was received indicating the patient was scheduled for an emergent device replacement. The local sales representative was not present for the case but reported the device was replaced with a non-boston scientific product, and the explanted device was expected to be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an out-of-range telemetry/noise message was observed when trying to interrogate this device. Extensive troubleshooting was performed without success and magnet application did not elicit tones. Rates below the programmed lower rate limit were noted and the patient's sinus rhythm was bradycardic. Remaining longevity of 3.5 years was noted 17 months ago. A boston scientific technical services consultant informed the caller that the device may no longer be functional and should be replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that an out-of-range telemetry/noise message was observed when trying to interrogate this device. Extensive troubleshooting was performed without success and magnet application did not elicit tones. Rates below the programmed lower rate limit were noted and the patient's sinus rhythm was bradycardic. Remaining longevity of 3.5 years was noted 17 months ago. A boston scientific technical services consultant informed the caller that the device may no longer be functional and should be replaced. No adverse patient effects were reported. Additional information was received indicating the patient was scheduled for an emergent device replacement. The local sales representative was not present for the case but reported the device was replaced with a non-boston scientific product, and the explanted device was expected to be returned for analysis.